Manufacturer narrative:
Investigation: the complaint was investigated for probe not recognized, and acquisition 40 error found in logs. The transducer was returned and investigation was performed. Engineers were not able to reproduce aquisition 40 error or transducer recognition issue. However, image quality issues were found when the cable was bent. Visual inspection confirmed damage on the connector frame. The cause of the image quality issue was determined to manufacturing issue with the coaxial cables, which can also cause system errors. Engineers further stated that in cases of intermittent control line problems with the cables, system errors and probe issues can occur. The cable assembly manufacturer had changed their process through a CAPA. This transducer was post-CAPA. For post-corrective action for new cable assemblies in z6ms total field returns, there have been no trends. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer generated a us acquisition (B)(4) error when it was connected to the ultrasound system and that the system did not recognize the transducer. These were found after a review of the save logs. The user rebooted the ultrasound system and the functionality was restored. There was no study being performed when the incidents occurred; therefore, there was no patient involvement. No additional information was provided.